Event description:
It was reported by the customer's mother that the insulin pump was alarming and a blank display. Customer stated they are treating with manual injections and that they attempted to replace a new battery cap but that it did not resolve the problem. During troubleshooting, customer was asked if the device show physical damage and customer stated it does not. Next, customer was asked if the battery compartment appeared damaged. Customer stated it does not. Afterwards, customer was advised to clean battery cap with cotton swab and reinsert batteries. Customer stated device alarmed again and display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 175 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm or blank display was noted. No unexpected loud beeps or audio anomaly was noted. Moisture damage was found on the keypad traces. No moisture damage was found underneath the display or on the electronic assembly or motor. The insulin pump passed the displacement test, self test and unexpected restart test with no alarms. The insulin pump had a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.